Event description:
It was reported that this right atrial (ra) lead was dislodged a day after it was implanted. It was noted that it was difficult to place this lead and repositioning with a screw lead was attempted, however lead values during the procedure were fine. Subsequently, this ra lead was explanted and replaced. No adverse patient effects were reported. This ra lead was not returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was dislodged a day after it was implanted. It was noted that it was difficult to place this lead and repositioning with a screw lead was attempted, however lead values during the procedure were fine. Subsequently, this ra lead was explanted and replaced. No adverse patient effects were reported. This ra lead was not returned for analysis.